Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line). The patient was involved but there was no patient injury or medical intervention reported. The home patient (hp) was contacted on (B)(6) 2011. The hp stated he did not develop any adverse reactions or need any medical intervention regarding the event.

Manufacturer narrative:
(B)(4). The complaint was not confirmed and the cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Additional investigation is being conducted through CAPA/ncr (B)(4).